Manufacturer narrative:
Unique device identifier (UDI): (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was provided indicating that on (B)(6) 2016, coronary angiography was performed and in-stent restenosis was noted within 5 mm of the xience prime stent. Medications were administered; however, no additional intervention was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary procedure with implantation of a 3.5 x 15 mm xience prime stent in the proximal left anterior descending artery. On (B)(6) 2016, the patient was re-hospitalized due to unstable angina. On (B)(6) 2016, coronary angiography was performed and in-stent restenosis was noted in the xience prime stent. No treatment was provided and the event resolved on (B)(6) 2016. There was no additional information provided.